Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead exhibited high thresholds and high impedance. It was also reported that there was tissue in the rv lead. It was further reported that the replacement rv lead showed high thresholds and high impedance. Both leads were attempted/not used and were ultimately replaced. No patient complications have been reported as a result of this event.